Manufacturer narrative:
Analysis of this device was performed at our post market quality assurance laboratory. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. A detailed microscopic inspection of the device noted that the header was loose. Final analysis concluded that this damage to the header was induced at the time of explant. The device was subjected to a series of diagnostic tests that verified normal pacing, sensing, and shocking functions. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to an extended charge time of 20.5 seconds, while at a battery monitoring voltage of 2.65 v. The boston scientific technical services department recommended replacement of the device within 90 days of reaching eri. Subsequently, the device was explanted and returned for analysis. No adverse patient effects were reported as a result of these observations.